Event description:
Complaint notes; this call is being reported due to there being noise that is oversensed on the atrial channel whkh can be seen in the stored ataf episodes. Impedances are stable and the noise is limited to the atrial egm. No other vectors show the noise. In office testing could not produce the noise when they last tried. Caller noted they have seen the noise intermittently since (B)(6) 2020. Customer thinks it might be emi of some kind. I suggested that if it was external emi most of the time it would be "vldble" on other channels as well, not just the atrium. No complaints or symptoms reported by patient. Atrial lead is listed as: lead model: setrox-53 manufacturer: biotronik, serial number. Na, implant date: (B)(6) 2011. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).